Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed no issues were found, and the device appears to be in good condition. Microscopic inspection revealed a hole in the imaging window was observed. The functional test showed during the flush test, the device could flush when the telescope was fully retracted but did not flush when fully advanced.

Event description:
Reportable based on device analysis completed on 28oct2025. It was reported that catheter issue occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. During procedure, when flushing outside the body, a leak occurred about 10 cm from the catheter tip. The procedure was completed with another of the same device. There was no patient complications reported. However, returned device analysis revealed a hole in the imaging window.